Event description:
It was reported that the patient presented for a follow-up and increased capture thresholds were noted. When rv pacing, no capture was noted. X-ray did not confirm dislodgement of lead. Suspected perforation. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and was found to be within specifications.